Event description:
The patient was hospitalized after receiving inadequate high voltage therapy. It was discovered that the right ventricular lead had become dislodged, so it was explanted and replaced. The patient's condition was stable following the procedure.

Manufacturer narrative:
Upon analysis, the field complaint was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. After cleaning, the helix was extended and was measured to be within specification. All other damages found are consistent with those occurring at the time of explant.